Event description:
It was reported that the keypad button presses did not activate desired pump functions. All keypad buttons not responding regularly when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the ok/up/down and contrast keypad buttons were unresponsive to user inputs during testing, it was observed that the down key contact was misaligned, it was observed that the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed, and there was evidence of adhesive/contamination under all the key contacts.